Event description:
Since the screen mesh was installed at (B)(6) med ctr, I have had chronic pain when lifting and carrying groceries or lugging firewood, shoveling snow, hoeing vegetable rows, climbing into my trucks, having sex, other day to day chores. Have tried to get doctors to listen, but since my dr is a (B)(6) med ctr dr, she won't take me seriously. Have complaint many times with no resolve, doctors won't do anything for me. Even wrote an email to pt and quest relation at (B)(6) med ctr and they forwarded it to the dir of the (B)(6) clinic and he won't do anything either. For 6 years I have complained and they simply don't care. Always trying to get me to do a wellness program which I refuse and so nothing gets resolved. The hosp and the dir refuse to do anything about the mesh patch and continue to be unhelpful for 6 years now. Consulted an attorney, but he is unwilling at this time to intervene.